Manufacturer narrative:
Patient information was unavailable from the site. A product replacement was performed. Product with issue return requested. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to track patient reference. There was no reported delay to the procedure due to this issue and no known impact on the patient outcome.